Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer experienced elevated blood glucose (bg) and high ketones; bg value not provided. An insulin pen was administered to address bg/dka. Supply changes were performed resolving the alarms. Tandem technical support advised customer of possible causes of occlusions and to change infusion set sites.